Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of middle of life 2 (mol2) and a charge time of 10.1 seconds out of the box. A boston scientific technical services (ts) consultant stated that cold temps will increase the charge time. Ts recommended to allow the device to warmup and it should return to bol. The local boston scientific representative confirmed the device was restored to begining of life. Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for reliability analysis. There were no adverse patient effects.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.